Manufacturer narrative:
Additional information: d9, h3, h6, h10. H10: the customer returned a sample with product code 5c4482 for evaluation. A visual inspection with the naked eye noted the female connector was separated from the main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was determined to be manufacturing related due to an inadequate solvent bond between the female connector, insert chip, and main body. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector (dark blue end) and main body (light blue finger pad) of a peritoneal dialysis (pd) transfer set; further described as ¿the dark blue end of the transfer set started twisting, therefore the light blue finger pad and the dark blue luer lock pieces came apart¿. This was observed during use for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.